Event description:
It has been reported to us that the pt had st elevation during the procedure, resulting in pharmacologic agents having to be administered to resolve to baseline. The physician inserted the aspiration catheter into the pt and while pulling the aspiration catheter from the mid circumflex to left arterial descending, a clot was reported to free up from the tip of the aspiration catheter and closed down the left arterial descending and a medium sized ramus. Pt experienced immediate st elevation and pharmacologic agents had to be administered to resolve to baseline. The pt is reported to be fine. The actual complaint sample was discarded and will not be returned for eval.

Manufacturer narrative:
The customer has indicated that the actual device will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore, a review of the device history record cannot be performed. A cine of the procedure was returned. A review of the cine was conducted and revealed the following: the clot blocking the lad was big, and when the wire crossed the clot, blood flow was restored to the vessel through the channel the wire created. The clot was visible after it occluded the lad. The cine review did not reveal any frames using the aspiration catheter. A comment was made by the rep that indicated, "we do not know if the one way stopcock was closed off to the pt when retrieving the aspiration catheter back into the guide catheter." The instruction for use indicates that, "after completing aspiration, turn off the aspiration line stop cock to close off the aspiration line syringe and withdraw the aspiration catheter." It is possible this was a contributing factor resulting in the reported event. The event has not been confirmed for clotting issue.